Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the distal portion of a slightly tortuous circumflex artery, the maxxum balloon would not hold pressure at 2-3 atm's on the initial inflation. It was removed and replaced with another catheter to complete the procedure. The pt was asymptomatic during this event. The maxxum balloon was discarded by the facility. A bmw guidewire (size unk) and wiseguide guide catheter (size unk) were also used in this case, but the sizes and types of introducer shath and inflation device used are unk. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No additional info is available.